Manufacturer narrative:
The reported event of regurgitation, turbulence, and incomplete coaptation could not be confirmed. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. X-ray testing confirmed that no anomalies were found with the stent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, a 21mm trifecta gt valve was implanted. Following the implant, a leakage was observed; however, the physician determined the issue was not clinically significant. While closing the chest, an echocardiography was conducted and regurgitation and turbulence was observed. The patient was put back on bypass and the device was explanted and exchanged for a 21mm non-abbot valve. The patient was reported to be hemodynamically unstable due to cirrhosis and extended time on bypass. Pcps is placed on the patient at the present time. The physician suspects stent deformation of the device may have contributed to the observed regurgitation and incomplete coaptation. Per the user, the length from the stent post to the tip of the leaflet was longer on this valve than other.

Manufacturer narrative:
Further information regarding this event has been requested.

Event description:
On (B)(6) 2019, a 21mm trifecta gt valve was implanted. Following the implant, a leakage was observed; however, the physician determined the issue was not clinically significant. While closing the chest, an echocardiography was conducted and regurgitation and turbulence was observed. The patient was put back on bypass and the device was explanted and exchanged for a 21mm non-abbot valve. The patient was reported to be hemodynamically unstable due to cirrhosis and extended time on bypass. Pcps is placed on the patient at the present time. The physician suspects stent deformation of the device may have contributed to the observed regurgitation and incomplete coaptation. Per the user, the length from the stent post to the tip of the leaflet was longer on this valve than other.